Event description:
It was reported when using the bd pyxis anesthesia es system was not turning on caused a delay in retrieving medication to patients. The customer added that the user have to go to another room to get medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the issue was solely from customer power outlet. The field service engineer able to relocate the system to resolve. The system functioned as intended after the field service engineer troubleshooted the device.